Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated the previously reported information. The patient stated they were still using catheters three times per day every day and they thought the ins was supposed to help with these symptoms. The option to adjust their therapy with the external equipment was reviewed with the patient. The patient was redirected to their healthcare provider (hcp) regarding the therapy adjustments, and the patient stated they were waiting on a referral from their primary care doctor for a new urologist.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's device does not seem to be working effectively. Caller states the patient has several utis and is currently in the hospital with sepsis. The patient has a urologist appointment today at 10am, but they don't have the doctor's office number to reschedule the appointment. Caller also mentioned that the last time the device was adjusted was may of last year. Caller stated that the patient has been self catheterizing due to the implant not working. Troubleshooting was unable to be performed as caller was not with the patient at the time of the call. The caller was redirected to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.